Manufacturer narrative:
Concomitant m edical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient's pump and catheter were explanted and replaced on (B)(6) 2016 due to battery depletion and an inability to aspirate the catheter. No patient death or symptoms were reported.

Manufacturer narrative:
Analysis of the pump found no significant anomalies. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.